Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, gold reload was fired and the last part of staple line was without staples. The surgery was not delayed. Used another reload on it. The procedure was successfully completed. There were no patient consequences.